Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set has a hole and it leaked. The following information was provided by the initial reporter: the cancer centre they found a low sorb tubing hat was leaking. There is a tiny pinprick sized hole in tubing just below the slide clip that fits in the IV pump.

Manufacturer narrative:
The following fields were updated due to additional information as possible catalog number lot numbers: d4: catalog # 11532269, d4: medical device lot #: 21125096, d4: medical device expiration date: 01-dec2024, h4: device manufacture date: 01-dec-2021. D4: medical device lot #: 21115125, d4: medical device expiration date: 05-nov-2024, h4: device manufacture date: 05-nov-2021. H6: investigation summary: one sample of infusion set, item number 11532269, was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Visual inspection of the infusion set was conducted on the components and tubing to determine if there were any cracks or broken components. No visual indications were observed. The infusion set was then primed with saline solution. Immediately during priming, saline was seen coming from micro holes in the silicone tubing of the pumping segment. No further issues of air-in-line or occlusions were seen in the infusion set. A device history record review for model 11532269 lot number 21125096 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 21115125 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint could not be fully determined based on the description of events leading to the discovery of leakage from the customer. Similar issues with the silicone tubing have been investigated and it has been determined that the probable root cause for this failure is that the pumping segment was loaded incorrectly. If the infusion set is not loaded correctly, excessive stretching of the silicone tube of the pumping segment can cause microtears in the tubing resulting in leakage as seen in the sample received. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set has a hole and it leaked. The following information was provided by the initial reporter: the cancer centre they found a low sorb tubing hat was leaking. There is a tiny pinprick sized hole in tubing just below the slide clip that fits in the IV pump.